Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. While a definitive root cause cannot be established without the product returned for failure analysis, the probable root cause is attributed to the light source being turned on or left on while the handheld camera was stored in the drape pocket.

Manufacturer narrative:
A return material authorization (RMA) has been issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned; however, at the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there were two different instances where the light at the end of the handheld camera light guide burned a hole through the drape covering the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the inguinal hernia repair surgical procedure was performed on (B)(6) 2024.